Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of (B)(4)percent relative to who (B)(4) has been confirmed. An urgent field safety notice (ufsn) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who (B)(4) - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Event description:
The customer has observed a high bias for the immulite prostate specific antigen (psa) assay using reagent lot 382. The assay was run on an immulite 2000 instrument, and the high bias affected biorad quality controls and total psa the results obtained from reagent lot 382 were similar to results from reagent lot 381 as per customer. The customer did not report problems with the patient results. There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 381.

Manufacturer narrative:
The initial MDR 2432235-2013-00261 was filed on july 2, 2013 additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.